Event description:
It was reported by the patient's progeny that the implantable cardiac monitor (icm) was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Device was not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.